Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a vessel below the knee. A 300cm v-14¿ controlwire® guide wire was withdrawn from a rubicon 14 support catheter. The guide wire was then flushed and was placed back in its casing. When the guide wire was again required, the device was pulled out from the casing however it was noted that the 2cm radiopaque tip fell off, exposing the inner thread. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The unit matches with the upn provided by the customer. Visual inspection was performed and the device presented: distal tip partially detached, exposing the corewire tip, approximately 0.2cm. There was no evidence of corewire fracture. All the outer diameter (ods) and guide wire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a vessel below the knee. A 300cm v-14¿ controlwire® guide wire was withdrawn from a rubicon 14 support catheter. The guide wire was then flushed and was placed back in its casing. When the guide wire was again required, the device was pulled out from the casing however it was noted that the 2cm radiopaque tip fell off, exposing the inner thread. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).